Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause of the event was unknown. The patient was hospitalized and was treated with vancomycin injection (1.5 g, every 5th day, ongoing) and meropenem injection (250mg per bag, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information to b5: upon follow up, it was reported that the patient as hospitalized on the same day as the event onset. On an unknown date, antibiotic treatment was discontinued, the patient was discharged from the hospital and was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.